Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple. Intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was in the 100-200 mg/dl range. Multiple supply changes were performed to address the occlusion alarms. Reportedly, customer was using humulin r u-500 insulin with the pump. Tandem technical support educated customer on insulin labeling. Customer acknowledged.